Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited oversensing that resulted in pacing inhibition. Technical services (ts) was consulted and confirmed the signals were being sensed from different channels, and the left ventricular protection period was inhibiting the left ventricular (lv) pacing. Ts recommended using a different lv vector, raising the lv sensitivity, or turning off lv sensing entirely. No additional adverse patient effects were reported. This crt-d remains in service.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. The device was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.